Manufacturer narrative:
Date returned to mfg: 2/14/2024. Component and evaluation codes: updated. Device evaluation: one device was returned for evaluation. Visual inspection revealed a crack on the top case, bottom case and plunger case. Depleted battery was found in the event history log. Functional testing was able to replicate the reported issue; depleted battery was found at power up. The root cause was determined to be the battery was not charging. The battery was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited a depleted battery alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.